Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported the infusion set leaks under the headset adhesive. On (B)(6) 2011 at 9:00 am, the patient's blood glucose measured 255 md/dl. He ate and bolused 3.5 units of insulin through the infusion device. At 3:00 pm, he ate and bolused 15 units of insulin and the adhesive of the headset became wet. He changes the headset every 2-3 days and the infusion tubing every 4-6 days. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion set was requested to be returned for evaluation.